Event description:
A falsely depressed calcium result was obtained on a patient sample. The result was reported to the physician. The sample was re-run and a higher result within the normal range was obtained. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed calcium result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed calcium result was instrument malfunction. The siemens healthcare diagnostics field service engineer (fse) dispatched to the account performed instrument maintenance repairs. The instrument is performing within specifications. No further evaluation of the device is required